Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible, intermittent undersensing with atrial pacing and possible loss off capture on current electrograms (egms), while programmed at low outputs. The ra lead remains in use. No patient complications have been reported as a result of this event.